Event description:
Dealer states that the unit would not come down. Patient was stuck in unit and had to call emergency services to get them. After testing dealer determined that the hand pendant was bad and wanted a quote on a new one. Dealer states the wife of the end user was not able to get her husband whom is over 6 feet tall out of lift on her own so the medical service was called to assist. Provider stated no property damage or injury alleged.